Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a loss of capture (loc) at maximum outputs. A lead revision was performed to explant this lead. A new lead was implanted successfully. There were no adverse patient effects.